Event description:
The ge oec 9800 fluoroscopy system would not boot up. This malfunction occurred after a facility power outage.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced hard drive. This issue occurred after a power failure and improper shut down. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.